Event description:
It was reported that the patient presented to the hospital experiencing chest pain. Upon device interrogation, the pacemaker had gone into back-up mode due to power on reset (por). No known intervention was performed. The patient then presented in clinic for follow up. The back-up mode was restored successfully. There were no patient consequences.